Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from germany alleged discrepant results with 10 patient samples while using the cobas sars-cov-2 qualitative nucleic acid test for use on the cobas 58/68/8800 systems. All alleged 10 samples initially generated positive results for target 1 (sars-cov-2) and target 2 (pan-sarbecovirus) when tested on the cobas 8800 system. The same 12 samples were retested twice on competitor assays as well as the cobas 6800 system and cobas liat system. 4 out of the 10 samples were repeated on the cobas 6800 and generated positive results for target 1 & 2. The same 4 samples were repeated on a competitor assay (seegene) and were negative. 5 out of the 10 samples were retested on seegene and were negative. 1 out of the 10 samples was retested on another competitor platform (neumodx) and cobas liat and was negative on both.

Manufacturer narrative:
The majority of the samples alleged are most likely discrepant due to samples near the limit of detection. Samples near the limit of detection can waiver between positive and negative. An additional potential cause of the discrepancies alleged are a potential sample swap. Additionally differences in technology also cannot be ruled out as a cause or potential contributing factor. There is no indication the product is not performing as intended. The likely cause of the discrepancies are sample or site specific factors. Note that one sample could not be confirmed in the data provided therefore analysis of the samples could not be performed. Updated b5 and b6 to: 1- correct the detail of the retests performed. 2- change from 12 alleged samples to 10. 2 samples were retested on cobas 6800 and a competitor platform (seegene) and were all positive thus concordant with the initial testing on cobas 8800.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency's instruction, we hereby submit this MDR. A customer from germany alleged discrepant results with twelve patient samples while using the cobas sars-cov-2 qualitative nucleic acid test for use on the cobas 58/68/8800 systems. All alleged 12 samples initially generated positive results for target 1 (sars-cov-2) and target 2 (pan-sarbecovirus) when tested on the cobas 8800 system. The same 12 samples were retested twice on competitor assays as well as the cobas 6800 system and cobas liat system. 1st retest: 9 samples were retested on the seegene assay and generated negative results. 3 samples were retested on the neumod assay where 1 generated a negative result. 2nd retest: 4 samples were retested on the cobas 6800 system and generated positive results for target 1 and target 2. 2 samples were retested on the seegene and generated negative results and 1 sample was negative with the cobas liat assay. The positive results were not reported out. No harm or injury is indicated. An investigation has been initiated and is ongoing.

Manufacturer narrative:
Per FDA guidance for eua a batch MDR is being submitted to represent all alleged samples, as results were not reported. An investigation is in progress. A follow-up report will be filed upon the completion of the investigation. The customer issue has been alleged on the cobas sars-cov-2 qualitative test for use on the cobas 5800/6800/8800 systems ce-ivd, catalog number: 09448870190 and UDI (B)(4) which is not yet available in the us. The similar assay currently available in the us under emergency use authorization is the cobas sars-cov-2 test for use on the cobas 6800-8800 system (eua: (B)(4), product code: qjr). The product catalog number for the test (480t) is 09343733190 and the UDI is (B)(4).